Event description:
It was reported that during the procedure of flow diversion of an ica aneurysm, upon initial deployment of the device, it was observed that the stent had fallen off the re-sheath pad prematurely. The physician recaptured the entire stent with the microcatheter and removed it from the patient's body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject stent was pushed into the neurovasculature through an xt-27. Upon initial deployment of the device, it was observed that the stent had fallen off the re-sheath pad prematurely. The physician recaptured the entire stent with the xt-27 and removed it from the patient's body. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, preparation/set-up was performed as per the dfu, continuous flush was maintained for the duration of the procedure, the device was used for flow diversion of an ica aneurysm, the anatomy was not tortuous, the size of the stent was appropriate for the treatment site, the introducer sheath was properly inserted all the way into the microcatheter prior to transfer, the rhv was opened enough to allow passage of the device through without damage when advancing the stent within the microcatheter, no excessive force was applied at any point while advancing the stent within the microcatheter, no difficulties were noted during transfer/ advancement / deployment of the subject stent, the stent was recaptured/re-sheathed once during the procedure and the procedure was completed with a new surpass evolve device of the same size. While there are a number of potential causes for the reported issue of stent deployed prematurely during use, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of flow diversion of an ica aneurysm, upon initial deployment of the device, it was observed that the stent had fallen off the re-sheath pad prematurely. The physician recaptured the entire stent with the microcatheter and removed it from the patient's body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.